Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a total knee revision surgery, a dose of cement smartset ghv was used. This dose took 17 minutes to fully set. The temperature of the room was 19 degrees, this temperature is identical to previous revision surgeries. The sample kept by the surgeon on the table was polymerised but in situ, the cement was soft. The same issue occurred during 2 different surgeries on that day ((B)(6) 2014). (The second surgery recorded in com-052790).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A root cause cannot be determined as the original product has not been returned and the lot number is unknown so the retained samples cannot be tested. However one of the following could of potentially aided the uncharacteristic behaviour noted. Conditioning and storage of the samples operating theatre temperature the mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.